Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On an unknown date, follow-up computed tomography scan revealed a small dissection proximal to the existing stent graft. The physician indicated the dissection was likely caused by touch-up ballooning during the ctag implantation. On (B)(6) 2013, the patient underwent a left subclavian-left common carotid bypass. He was then implanted with two additional ctag devices to treat the dissection. The most proximal device was placed at the level of the left common carotid artery. The dissection was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional product included in this report: gore tri-lobe balloon catheter ((B)(4)/unk). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to vascular trauma and reoperation.